Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. It was reported that despite two separate power cables and two separate consoles being used, the console did not recognize that the cable had been connected. The pump was exchanged and the automated impella controller recognized it.

Manufacturer narrative:
The investigation into the reported issue of "pump not detected" has been completed. The device was received for evaluation. Evidence of twisting was observed. The cause of the pump unable to be recognized was bent connector pins from issues of improper technique. This report is being filed as part of a retrospective review of historical records.